Event description:
It was stated that, "[the doctor] just sent me intra-op and post op photos of a trulift that appears to have collapsed in height. This did not happen in a case. It was noticed in a post op follow up."

Manufacturer narrative:
The trulift, 10mm x 28mm x 10mm - 16mm, 12° was unable to be returned to life spine; therefore, it is not possible to determine the complete failure mode that resulted in the reported event. However, based on the description of the event and the provided fluoroscopy images, it is hypothesized that the cause of this failure was likely the application of excessive torsional forces, potentially over torquing the interbody which may be attributed to user error. This excessive force during implant expansion could have compromised the interbody's ability to maintain the desired mechanical strength. When expanding the implant, the specified torque-limiting handle should be used to control the amount of distraction force generated by the implant and to minimize the risk associated with over-torquing the interbody.